Event description:
This is a report from general hospital of (B)(6), via baxter marketing sales, and is a report from a nurse in (B)(6). This report is of peritonitis in a patient coincident with dianeal pd4 1.5% and dianeal pd4 2.5% therapies. Per the report, on an unreported date, the patient began treatment with dianeal pd4, low calcium, 1.5% and dianeal pd4, low calcium, 2.5% (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with the products was not reported. Per the nurse, on an unreported date, it was noted that the transfer set was separated from the titanium adapter. The nurse reported that 'the interface between the external short tube and the titanium connector shed due to unknown causes.' On (B)(6) 2013, baxter product surveillance received clarification stating that the 'external short tube' was referring to the patient's transfer set and not the patient's catheter. Per the nurse, there was patient involvement. It was reported, on (B)(6) 2012, the patient experienced peritonitis after reconnecting the external short tube and the titanium connector. On an unreported date, the patient was hospitalized for the event of peritonitis. At the time of the report, the patient was in general hospital of (B)(6) for treatment, however, treatment was not reported. Neither the concomitant therapy nor the medical history were reported. The nurse reported the cause of the peritonitis was 'possibly related to the external short tube' (transfer set), however further details were not provided. At the time of the initial report, the nurse reported the outcome of the peritonitis as not resolved. On (B)(6) 2013, additional information was received stating, on an unreported date, the patient recovered from the peritonitis. It was not known if the patient was re-trained in proper aseptic procedure and no further information was available. This report covers the event of use error and peritonitis and is report 3 of 3 total reports for this event.

Manufacturer narrative:
(B)(4). This complaint is confirmed because it was reported that there was a break in aseptic technique as the patient reconnected the transfer set to the titanium adapter after experiencing a disconnection, which is a use error that can cause peritonitis or potential contamination. A review of all batch record documents was performed for lot h12e18056 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A sample was not requested for evaluation against this complaint, as this report involves use error and no allegation against the device. Should additional information become available, a follow-up will be submitted.